Event description:
Nurses unable to retrieve a-line pressure for the first two hours. It was found that the nurse did not know how to pull the information from the central station. Troubleshooting done over the phone and the problem resolved.